Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining blood glucose readings of "544 and 600 mg/dl" with the subject meter and "316 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.